Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse replaced the flow sensor assembly to resolve the reported issue.

Event description:
The customer contacted philips technical support stating that the unit had a flow sensor failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 21may2019. A gas delivery assembly (gds) was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gds revealed no evidence of damage or contamination. Gds was installed in the fi test ventilator. Operational tests were performed and the ventilator powered up from ac and delivered breaths. Fi performed air flow accuracy, oxygen flow accuracy, and oxygen concentration testing. Unit failed oxygen concentration testing. Fi identified u1/u3 failed and repaired the gds. After repair part passed testing. Fi determined unit failed due to oxygen flow sensor caused by u1 drifting out of specification. No further testing required. The root cause for the reported issue is due to oxygen flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.